Event description:
Reportedly, on (b(6) 2023: dr. (B)(6) from the intensive care unit of (B)(6) hospital, informed the sales rep of a case of a recently implanted patient with a borea dr due to a second-degree atrioventricular block, with a sinus rhythm of 80 beats per minute. The device implantation was performed normally with normal electrical values. The device was programmed on ddd at 60 bpm. The doctors mentioned that after implantation this patient had an episode where they saw on the external surface electrocardiogram monitor that the pacemaker was working at 60 bpm, and not following the patient's atrium. It then resumed functioning correctly. Sales rep went to the hospital a few hours after implantation to verify with the doctors that the device was working properly. After taking the relevant measurements and seeing that the electrical parameters were still normal and very similar to those of the implant, they monitored the patient using the egm tab of our programmer where they could see the atrial channel, the ventricular channel, and the markers channel. It was sensing atrium and pacing ventricle most of the time, with a rate of 80 bpm. However, for about 10 seconds it changed from as-vp to an-vn and during this time the external surface electrocardiogram monitor recorded a rate of 60 bpm. The centre is asking us the reason for this behaviour of the pacemaker, being the pacemaker programmed in ddd, as they need to know if it is going to be repeated over time or if it is due to some anomaly in the behaviour. Attached are the technical files of the case.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.